Event description:
Ventilator began to deliver variable tidal volume, cycling continuously.after further investigation, it was found that the settings were incorrectly set. The site has discussed this with the manufacturer.